Manufacturer narrative:
Reported complaint of error 7 (discrepancy between load 1 and load 2 too large) was verified. The load cell was replaced to remedy the complaint. No adverse event reported.

Event description:
It was reported that error 7 occurred that could not be cleared. No adverse event reported.